Event description:
As for the incident vents and the time of their events. In each case, the patient was being transferred either from their room to a procedure or from procedure to room. Each patient was bagged until they could be placed on another vent and I have not been informed of any other patient injury. #4 g5 17308 - on (B)(6) 2021 - it was called in to us at 1:55 pm, so happened sometime that day before that time. #9 g5 17406 -on (B)(6) 2021 - unfortunately, this one got brought down the afternoon I left for OEM equipment training and once I was able to start testing it, these others came down. In this case, the event occurred at 1:05 pm according to our records. #11 g5 17417 -on (B)(6) 2021 - we're still waiting on the official report, but my initial report has this coming down between 2-3 pm this past monday. In speaking with the tech, they brought it straight here and my check of the logs confirms that.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reportable event within us. Report reference 4900090000-2021-8003. As for the incident vents and the time of their events. In each case, the patient was being transferred either from their room to a procedure or from procedure to room. Each patient was bagged until they could be placed on another vent and I have not been informed of any other patient injury. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.